Event description:
It was reported that the procedure was performed to treat a 80% stenosed and mildly tortuous lesion in the fistula artery. A 7.0x40mm armada 35 balloon dilatation catheter was advanced to the target lesion and the balloon inflated approximately 3 atmospheres over the rated burst pressure (rbp) and was noted to rupture. The bdc was removed however pieces of the balloon were noted to be separated and stuck along the sheath and guidewire. The separated pieces were removed using a snare device. The patient was noted to loss increased amount of blood and the procedure was completed with a non-abbott balloon. There were reported no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017- above rbp.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported that the balloon was over inflated approximately 3 atmospheres over the rated balloon pressure and then the balloon ruptured. It should be noted that the percutaneous transluminal angioplasty catheter (pta), armada 35/ armada 35ll global, ce, instructions for use (IFU), states: ¿inflation in excess of the rated burst pressure may cause the balloon to rupture. Use of a pressure monitoring device is recommended.¿ the rated burst pressure for this device is 15 atmospheres as indicated on the product label. The patient was noted to have lost an increased amount of blood and the procedure was completed with a non-abbott balloon. The reported patient effect of hemorrhage/blood loss/bleeding is listed in the percutaneous transluminal angioplasty (pta) catheter, armada 35 / armada 35 ll, global, instructions for use (IFU) as a known patient effect. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to user error/operational context; however, the separation and unexpected medical intervention appears to be related to circumstance of the procedure. A conclusive cause for the reported patient effect of hemorrhage/blood loss/bleeding and the relationship to the device, if any, cannot be determined. In this case, it is likely that the IFU violation and the combination of the 80% stenosed and mildly tortuous lesion resulted in the reported balloon rupture. Additionally, the ruptured balloon material likely did not allow the balloon to refold properly and subsequently resulted in the reported separation during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.